Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic records from the device and was able to confirm that the loss of power occurred. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off when the code summary button was pressed.  There was no patient use associated with the reported event.

Manufacturer narrative:
The customer later advised physio-control that there was patient use associated with the reported event; however, no further details were provided.  There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After extensive testing, physio-control was able to duplicate the reported issue. Physio then replaced the power pcb assembly and the battery power cable assembly, as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed power pcb assembly and determined that the cause of the reported issue was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11.